Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported an infection was present at the ipg site following a permanent implant procedure. Patient was treated with antibiotics and the infection has reportedly cleared.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient¿s ipg was protruding from the ipg pocket due to infection. In turn, surgical intervention was undertaken wherein the ipg was explanted. This addressed the issue.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.